Manufacturer narrative:
Pt info unavailable as no pt was present in this concern. Per RMA a replacement axiem portable system was sent to site. Per eval of returned item, showed after power up it displayed the error message "low tca drive current" checked the diagnostic and it also showed high amp noise on amp board b.

Event description:
Medtronic representative reported that there was intermittent communication between emitter and axiem box or with instruments. This event did not occur surgery and no pt was present.